Manufacturer narrative:
(B)(6). Investigation summary: customer returned (3) 1/2cc, 12.7mm, 29g bd syringes in an open poly bag from lot # 8099658. Customer states that the insulin got muddy in the syringe when the customer drew from the vial. Two syringes were returned with approximately 3-5 units of a liquid in the barrel. All returned syringes were examined and all exhibited dark smears of material on the outer surface of the barrel. A small portion of the dark material as well as a small portion of the liquid were removed from the samples and prepared for ftir spectral analysis. The spectral analysis shows that the dark material is most likely ink while the liquid in the barrel is most likely blood and insulin, however, no traces of the ink appear to be mixed in with the insulin in the barrel. Samples will be forwarded to manufacturing (holdrege) on 22mar2019 for further review. A review of the device history record was completed for batch# 8099658. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: possible root cause is attributed to pad swelling on the mandril during the printing process. As the pads are used, they gradually swell and can cause this type of "smear" or "smudge affect. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements. Rationale: CAPA (B)(4) was initiated to address such issues at this time.

Event description:
It was reported that insulin got dirtied with foreign contamination while being drawn from the vial into the bd ultra-fine¿ insulin syringe. The customer reported 3 occurrences of this event. The following information was provided by the initial reporter, translated from (B)(6) to english: "insulin got muddy in the syringe when the customer drew from the vial."